Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. Although the manufacturer (zb EU authorized representative) has received the product (implant; iipdtl: not returned), the manufacturing/investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment (lost in transit by ups, tracking (B)(4)). Therefore, the product has not been physically inspected. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed as the product has not been physically inspected.pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation.picture images were not provided.DHR review could not be performed as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review was performed by item (iipdtl) and no other complaints about nonconforming products were identified.september post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified as the product has not been physically inspected.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: date of this report describe event or problem date received by manufacturer type of report, follow-up number follow up type evaluation codes one certain® 4, 5, 6mm(d) implant driver tip - long (iipdtl) was returned for investigation. Visual evaluation of the as returned product identified signs of wear on the device body and around the tip due to usage. Functional testing was performed using a compatible in-house implant. The driver tip was able to engaged and hold the implant. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Picture images were not provided. Review of appropriate documentation: document reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. C - nov 2019. Information identified: warnings and precautions (page 3). Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review could not be performed as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications.a year-long complaint history review was performed by item (iipdtl) and no other complaints about nonconforming products were identified. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event (other product) was unknown and nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided . First/given name: unknown / not provided.

Event description:
It was reported that during surgery the driver stuck into the implant. It could be removed applying force. Few minutes of delay reported.